Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's pacemaker was found to have exhibited competitive atrial pacing, inappropriate automatic mode switch and under-sensing. No intervention was reported for these malfunctions. No patient consequences were reported.